Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose and she went to change the reservoir and set and insulin came out of the res chamber. The customer's blood glucose was 460 mg/dl. The customer also reported low level of 60 mg/dl. Assisted customer with performing self test. Test was passed. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.